Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue. The reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (dc271128) for review that showed events spanning approximately 16 days (06nov2024 ¿ 20nov2024, 01jan2000, 27dec2024 per timestamp). Events occurring on 27dec2024 and 01jan2000 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 at 05:56:44. 11:38:19. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 11:37:23 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was connected to a test system monitor, power module and mock loop. The system controller was functionally tested and was able to support pump function for an extended duration without any issues. Additional information provided on 27nov2024 stated no alarms have been reported following the system controller exchange, and that no log files could be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 09dec2024. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (dc271128) for review that showed events spanning approximately 16 days (06nov2024 ¿ 20nov2024, 01jan2000, 27dec2024 per timestamp). Events occurring on 27dec2024 and 01jan2000 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 at 05:56:44 ¿ 11:38:19. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 11:37:23 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was connected to a test system monitor, power module and mock loop. The system controller was functionally tested and was able to support pump function for an extended duration without any issues. Additional information provided on 27nov2024 stated no alarms have been reported following the system controller exchange, and that no log files could be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a backup battery fault alarm. The emergency backup battery (ebb) was exchanged twice and the alarm continued. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.